Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. This emdr represents the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the bard/davol ventralex st. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 or (B)(6) 2016:the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) or an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax (device#1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."